Event description:
It was reported to philips the navigation ring was unresponsive. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) confirmed the issue. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. The root cause of navigation-ring failures was determined to be due to liquid ingress.

Manufacturer narrative:
The part was returned to failure investigation. The navigation ring potentiometer pre-load and resistance measurement test passed. There was no fault found on the returned ui front bezel assembly (checkmark).